Event description:
Carol wyatt from the hosp biomed dept reported that this bed will occasionally pop out of brake mode on its own after the brake is activated. After consulting with a hill-rom svc tech, it was found that the caster was defective. The caster was replaced to resolve the issue with this bed.